Event description:
It was reported that after the pump was implanted on 2/10/98, the pt resisted being started on fudr, and the pump was filled with normal saline on 2/25/98. After refilling the pump on 4-21-98, the flow rate decreased, and since the pt refused to let the physician gain access to check the bolus pathway, the pump was explanted. There was no pt complication.